Manufacturer narrative:
(B)(4). Medical device - batch # l92p8t. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. In addition, the coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. No functional testing could be performed due to the nose cone being extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and evidence of moisture was found. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the handpiece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device didn't work. There was no patient consequence. No further information is available.